Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that contact 3 has high impedance at 3.0v. Caller said the patient is programmed on c-2 on left side and right side is bipolar. Impedances were tested and the following impedance results were reported: c-3 7686 ohms, 0-3 8471 ohms, 1-3 8300 ohms, 2-3 7938 ohms. Other values were within range with lowest being 838 ohms. No symptoms were reported. No further complications were reported or anticipated.